Manufacturer narrative:
The manufacturer conducted an investigation into this incident, and determined that the MRI system and the coil (atlas speeder spine) used functioned as designed and no defects were found. The system is not considered the cause of the patient's burn. No specific cause for the burn was found. Based on the investigation, nothing seemed to be out of the ordinary. The manufacturer has explained to the customer, that some patients may need special care during an examination and recommends to use low sar sequences if a patient might have a low thermoregulatory function due to certain conditions (e.g., obesity, elderly, high blood pressure). This incident occurred at a facility in (B)(4).

Event description:
A patient complained of a burn on her left lower back on (B)(6) 2016, four days following her MRI examination on (B)(6) 2016. The examination was for thoracic and lumbar vertebra.